Event description:
Physician attempted to deploy a resolute integrity 2.25x12mm drug eluting stent. During delivery stent failed to cross the calcified lesion in the proximal obtuse marginal due to resistance caused by a large amount of calcium. It was reported there was an acute angle at ostium. It was reported that leading edge of stent became disfigured. The lesion was pre-dilated again and a resolute integrity 2.25x12mm stent was used to complete procedure. No patient complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ calcification). (No results available since no evaluation performed - device or procedural images not provided for review). (None) ¿ device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ calcification). Inherent risk of procedure (stent deformation). (B)(4).